Event description:
[Covid-19 vaccine] treatment under emergency use authorization(eua): [vanish point] 1 ml 25g x 1" (ref10161, lotg200926) used for the pfizer biontech covid-19 vaccine for im injection. While drawing up the first dose of the covid vaccine in a reconstituted vial, a pharmacist noticed a green particulate in the syringe. Uncertain of the origin of the particulate, the subsequent dose was not used. Instead, a filter needle with a 1 ml bd leur lock syringe was used to draw up remaining doses, then the filter needle was replaced with a 25g x 1" needle. None of the covid-19 vaccine was affected, and the particulate did not appear to have originated from the stopper of the vaccine vial, as the stopper was grey in color, not green like the particulate found in the syringe. All previously drawn-up doses were inspected and none of the syringes contained particulates. FDA safety report ID# (B)(4).